Event description:
It was reported that a clearlink system y-type blood/solution set seemed to be worn out and thinner than other sets from the same product code. This occurred during a patient infusion of blood with a non-baxter infusion pump. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.